Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 18493531 / 18493531. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 18467628.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to having high impedances on the leads. It was also noted that the patient had frequent ipg charging. The patient underwent a spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Sc-1132; sn (B)(6). The returned ipg was analyzed and passed visual inspection and all impedance measurements were within range. However, an analysis of the data log revealed that the ipgs thermistor was often being triggered and that alignment was not optimal. Sc-2317-50; sn (B)(6). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked was approximately 14 cm from the proximal end of the lead. No cables are exposed at the damaged portion of the lead. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedance. Sc-2317-50; sn (B)(6). The returned lead was analyzed, x-ray inspection revealed that electrode #8 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. The fractured cable is not exposed. The broken cables are still contained within the distal array. With all the available information, boston scientific concludes the ipg had difficulty charging and high impedances, the reported event was confirmed. The ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. Additionally, the ipg was unable to pass the functional test due to giving startup errors related to e16, and e5. The ipg stimulation was monitored on the oscilloscope and showed that the programmed waveform was appearing on contacts that were not supposed to have anything on them. Information was received that electrocautery was used which likely damaged the ipg circuitry although it was unable to be pinpointed. This investigation will be assigned a probable cause of failure to follow instructions, the ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to having high impedances on the leads. It was also noted that the patient had frequent ipg charging. The patient underwent a spinal cord stimulator (scs) replacement procedure.